Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a tear in the clip introducer. It was reported that during preparation of the clip delivery system (cds 80426u137), the clip was retracted too quickly and the blue part of the clip introducer (ci) became damaged, but remained in one piece, when the ci was caught between the clip arm and the gripper. The ci was released; however, due to the stretched and torn ci, the device was not used and there was no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to insert due to clip becoming caught on the clip introducer (ci) appears to be due to user technique as the clip was retracted too quickly and the blue portion of the ci got damaged. Additionally, the reported stretched and torn material appears to be a result of the procedural conditions/cascading effect (clip becoming caught on the clip introducer). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.